Manufacturer narrative:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 18-jun-2024. The most recent information was received on 29-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain"), crohn's disease ("crohn's disease"), several episodes of pulmonary fibrosis ("pulmonary fibrosis" and "pulmonary fibrosis"), organising pneumonia ("bronchiolitis obliterans with organizing pneumonia (boop).") And acute haemorrhagic ulcerative colitis ("haemorrhagic ulcerative colitis") in a 49 year-old female patient who had essure inserted (lot no. B44005) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anal fissure, abdominal pain, venous insufficiency, umbilical hernia repair, smoker and parity 2. The patient had a family history of pancreatic cancer (father who died of pancreatic cancer) and stomach cancer (a grandmother who died of stomach cancer). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced a first episode of pulmonary fibrosis (seriousness criterion medically important). In (B)(6) 2018 she experienced richter's hernia ("parietal hernia in the iliac fossa"). In (B)(6) 2020 she experienced burnout syndrome ("burnout"). On unknown date she experienced pelvic pain (seriousness criterion medically important), crohn's disease (seriousness criterion medically important), a second episode of pulmonary fibrosis (seriousness criterion medically important), organising pneumonia (seriousness criterion medically important), acute haemorrhagic ulcerative colitis (seriousness criterion medically important), gastrointestinal inflammation ("ileal and colic localisation of a chronic inflammatory disease"), uterine disorder ("one lesion on the right and one lesion on the left next to each tube"), genital haemorrhage ("bleeding"), diarrhoea ("diarrhoea"), secretion discharge ("mucus appearing within 3-4 weeks following the insertion of the implants"), fatigue ("constant fatigue"), migraine (" long-term migraines"), rosacea ("recurrent rosacea"), dyspnoea ("shortness of breath"), thrombocytosis ("thrombocytosis"), eosinophilia ("hypereosinophilia"), proteinuria ("proteinuria measured at 0.54"), gastrointestinal disorder ("intestinal disorders") and haemorrhoids (" internal haemorrhoids") and was found to have weight decreased ("weight loss") and c-reactive protein increased (" a c-reactive protein which has increased"). The patient was treated with fivasa (mesalazine). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to crohn's disease, uterine disorder, pelvic pain, genital haemorrhage, diarrhoea, secretion discharge, the first episode of pulmonary fibrosis, organising pneumonia, richter's hernia, fatigue, migraine, rosacea, burnout syndrome, dyspnoea, weight decreased, thrombocytosis, c-reactive protein increased, eosinophilia, proteinuria, gastrointestinal disorder, the second episode of pulmonary fibrosis, haemorrhoids, acute haemorrhagic ulcerative colitis or gastrointestinal inflammation. The reporter commented: indeed, we can discuss several possible aetiologies, namely lung damage such as pulmonary fibrosis associated with pulmonary granulomatosis in the context of crohn's disease. But we must also consider a possible sarcoidosis with digestive damage, of course rule out tuberculosis and possibly discuss a possible immuno-allergic reaction to 5-asa in the face of hypereosinophilia, especially since there is proteinuria. The existence of a hypereosinophilic syndrome with multi-visceral involvement can also be considered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Biopsy] on (B)(6) 2014: ileal and colic localisation of a chronic inflammatory disease compatible with a cryptogenetic type colitis but without being able to decide between crohn's disease and haemorrhagic ulcerative colitis within the limits biopsied. Absence of glandular dysplasia lesions in all of the samples examined. [Colonoscopy] on (B)(6) 2024: showed typical signs of crohn's disease with between 20 and 40 cm from the anal margin, i.e. At the level of the sigmoid and the lower part of the left colon, an ulcerated, hypostenotic involvement, associated with an ileal with aphthoid ulcerations very suggestive of crohn's disease therefore of l3 location and type 81 but without granuloma highlighted by the pathologist [x-ray] (date unknown): discovered multiple pulmonary opacities with signs of pulmonary fibrosis. There are no more digestive symptoms at all. Batch no b44005 production date 2013-06-19 expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review the following corrections were done in the case: the event pelvic pain was chosen as primary event (classified as serious, related). The events crohn's disease, pulmonary fibrosis, organising pneumonia (bronchiolitis obliterans with organizing pneumonia (boop) and acute haemorrhagic ulcerative colitis (haemorrhagic ulcerative colitis) were marked as serious. The coding of the event ileal and colic localisation of a chronic inflammatory disease was changed to gastrointestinal inflammation. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-jun-2024. The most recent information was received on 29-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic inflammatory disease ("ileal and colic localisation of a chronic inflammatory disease") in a 49-year-old female patient who had essure inserted (lot no. B44005) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anal fissure, abdominal pain, venous insufficiency, umbilical hernia repair, smoker and parity 2. The patient had a family history of pancreatic cancer (father who died of pancreatic cancer) and stomach cancer (a grandmother who died of stomach cancer). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced a first episode of pulmonary fibrosis ("pulmonary fibrosis"). In (B)(6) 2018 she experienced richter's hernia ("parietal hernia in the iliac fossa"). In (B)(6) 2020 she experienced burnout syndrome ("burnout"). On unknown date she experienced pelvic inflammatory disease (seriousness criterion medically important), crohn's disease ("crohn's disease"), uterine disorder ("one lesion on the right and one lesion on the left next to each tube"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), diarrhoea ("diarrhoea"), secretion discharge ("mucus appearing within 3-4 weeks following the insertion of the implants"), organising pneumonia ("bronchiolitis obliterans with organizing pneumonia (boop)."), fatigue ("constant fatigue"), migraine (" long-term migraines"), rosacea ("recurrent rosacea"), dyspnoea ("shortness of breath"), thrombocytosis ("thrombocytosis"), eosinophilia ("hypereosinophilia"), proteinuria ("proteinuria measured at 0.54"), gastrointestinal disorder ("intestinal disorders"), a second episode of pulmonary fibrosis ("pulmonary fibrosis"), haemorrhoids (" internal haemorrhoids") and acute haemorrhagic ulcerative colitis ("haemorrhagic ulcerative colitis") and was found to have weight decreased ("weight loss") and c-reactive protein increased (" a c-reactive protein which has increased"). The patient was treated with fivasa (mesalazine). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to crohn's disease, uterine disorder, pelvic pain, genital haemorrhage, diarrhoea, secretion discharge, the first episode of pulmonary fibrosis, organising pneumonia, richter's hernia, fatigue, migraine, rosacea, burnout syndrome, dyspnoea, weight decreased, thrombocytosis, c-reactive protein increased, eosinophilia, proteinuria, gastrointestinal disorder, the second episode of pulmonary fibrosis, haemorrhoids, acute haemorrhagic ulcerative colitis or pelvic inflammatory disease. The reporter commented: indeed, we can discuss several possible aetiologies, namely lung damage such as pulmonary fibrosis associated with pulmonary granulomatosis in the context of crohn's disease. But we must also consider a possible sarcoidosis with digestive damage, of course rule out tuberculosis and possibly discuss a possible immuno-allergic reaction to 5-asa in the face of hypereosinophilia, especially since there is proteinuria. The existence of a hypereosinophilic syndrome with multi-visceral involvement can also be considered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Biopsy] on (B)(6) 2014: ileal and colic localisation of a chronic inflammatory disease compatible with a cryptogenetic type colitis but without being able to decide between crohn's disease and haemorrhagic ulcerative colitis within the limits biopsied. Absence of glandular dysplasia lesions in all of the samples examined. [Colonoscopy] on (B)(6) 2024: showed typical signs of crohn's disease with between 20 and 40 cm from the anal margin, i.e. At the level of the sigmoid and the lower part of the left colon, an ulcerated, hypostenotic involvement, associated with an ileal with aphthoid ulcerations very suggestive of crohn's disease therefore of l3 location and type 81 but without granuloma highlighted by the pathologist [x-ray] (date unknown): discovered multiple pulmonary opacities with signs of pulmonary fibrosis. There are no more digestive symptoms at all. Batch no b44005 production date 2013-06-19 expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female] crohn's disease [crohn's disease] pulmonary fibrosis [pulmonary fibrosis] bronchiolitis obliterans with organizing pneumonia (boop). [Bronchiolitis obliterans with organising pneumonia] haemorrhagic ulcerative colitis [acute haemorrhagic ulcerative colitis] ileal and colic localisation of a chronic inflammatory disease [gastrointestinal inflammation] one lesion on the right and one lesion on the left next to each tube [uterine disorder] bleeding [genital bleeding] diarrhoea [diarrhoea] mucus appearing within 3-4 weeks following the insertion of the implants [mucus discharge] parietal hernia in the iliac fossa [richter's hernia] constant fatigue [chronic fatigue] long-term migraines [migraine] recurrent rosacea [rosacea] burnout [burnout syndrome] shortness of breath [shortness of breath] weight loss [weight loss] thrombocytosis [thrombocytosis] a c-reactive protein which has increased [c-reactive protein increased] hypereosinophilia [hypereosinophilia] proteinuria measured at 0.54 [proteinuria] intestinal disorders [other disorders of intestine] internal haemorrhoids [internal haemorrhoids] inguinal hernia [inguinal hernia] filmy vision [filmy vision] phlegm + blood [blood streaked sputum] brain fog [feeling abnormal]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-jun-2024. The most recent information was received on 07-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain"), crohn's disease ("crohn's disease"), pulmonary fibrosis ("pulmonary fibrosis"), organising pneumonia ("bronchiolitis obliterans with organizing pneumonia (boop).") And acute haemorrhagic ulcerative colitis ("haemorrhagic ulcerative colitis") in a 49 year-old female patient who had essure inserted (lot no. B44005) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anal fissure, abdominal pain, venous insufficiency, umbilical hernia repair, smoker and parity 2. The patient had a family history of pancreatic cancer (father who died of pancreatic cancer) and stomach cancer (a grandmother who died of stomach cancer). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pulmonary fibrosis (seriousness criterion medically important). In (B)(6) 2018 she experienced richter's hernia ("parietal hernia in the iliac fossa"). In july 2020 she experienced burnout syndrome ("burnout"). Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), crohn's disease (seriousness criterion medically important), organising pneumonia (seriousness criterion medically important), acute haemorrhagic ulcerative colitis (seriousness criterion medically important), gastrointestinal inflammation ("ileal and colic localisation of a chronic inflammatory disease"), uterine disorder ("one lesion on the right and one lesion on the left next to each tube"), genital haemorrhage ("bleeding"), diarrhoea ("diarrhoea"), secretion discharge ("mucus appearing within 3-4 weeks following the insertion of the implants"), fatigue ("constant fatigue"), migraine ("long-term migraines"), rosacea ("recurrent rosacea"), dyspnoea ("shortness of breath"), thrombocytosis ("thrombocytosis"), eosinophilia ("hypereosinophilia"), proteinuria ("proteinuria measured at 0.54"), gastrointestinal disorder ("intestinal disorders"), haemorrhoids (" internal haemorrhoids"), inguinal hernia ("inguinal hernia"), vision blurred ("filmy vision"), haemoptysis ("phlegm + blood") and feeling abnormal ("brain fog") and was found to have weight decreased ("weight loss") and c-reactive protein increased (" a c-reactive protein which has increased"). The patient was treated with fivasa (mesalazine) as well as surgery (total hysterectomy with bilateral adnexectomy). At the time of the report, the fatigue, migraine, rosacea, gastrointestinal disorder, vision blurred, haemoptysis and feeling abnormal had not resolved. The outcomes for pelvic pain, crohn's disease, pulmonary fibrosis, organising pneumonia, acute haemorrhagic ulcerative colitis, gastrointestinal inflammation, uterine disorder, genital haemorrhage, diarrhoea, secretion discharge, richter's hernia, burnout syndrome, dyspnoea, weight decreased, thrombocytosis, c-reactive protein increased, eosinophilia, proteinuria, haemorrhoids and inguinal hernia were unknown. The reporter considered acute haemorrhagic ulcerative colitis, burnout syndrome, c-reactive protein increased, crohn's disease, diarrhoea, dyspnoea, eosinophilia, fatigue, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, genital haemorrhage, haemoptysis, haemorrhoids, inguinal hernia, migraine, organising pneumonia, pelvic pain, proteinuria, pulmonary fibrosis, richter's hernia, rosacea, secretion discharge, thrombocytosis, uterine disorder, vision blurred and weight decreased to be related to essure administration. The reporter commented: indeed, we can discuss several possible aetiologias, namely lung damage such as pulmonary fibrosis associated with pulmonary granulomatosis in the context of crohn's disease. But we must also consider a possible sarcoidosis with digestive damage, of course rule out tuberculosis and possibly discuss a possible immuno-allergic reaction to 5-asa in the face of hyper eosinophilia, especially since there is proteinuria. The existence of a hyper eosinophilic syndrome with multi-visceral involvement can also be considered. All these side effects to the insertion of the implants forced me to have surgery to permanently remove the essure implants. I thus underwent a total hysterectomy with bilateral adnexectomy I view this operation as a mutilation, it is very difficult psychologically. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Biopsy] on (B)(6) 2014: ileal and colic localisation of a chronic inflammatory disease compatible with a cryptogenetic type colitis but without being able to decide between crohn's disease and haemorrhagic ulcerative colitis within the limits biopsied. Absence of glandular dysplasia lesions in all of the samples examined. [Colonoscopy] on (B)(6) 2024: showed typical signs of crohn's disease with between 20 and 40 cm from the anal margin, i.e. At the level of the sigmoid and the lower part of the left colon, an ulcerated, hypostenotic involvement, associated with an ileal with aphthoid ulcerations very suggestive of crohn's disease therefore of l3 location and type 81 but without granuloma highlighted by the pathologist [x-ray] (date unknown): discovered multiple pulmonary opacities with signs of pulmonary fibrosis. There are no more digestive symptoms at all. Batch no b44005 production date 2013-06-19 expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-may-2025: new events blood phlegm, inguinal hernia, filmy vision, brain fog were added. Event outcome for fatigue, migraine, rosacea and gastrointestinal disorder updated to not recovered. Essure removal surgery name & details were added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 18-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic inflammatory disease ("ileal and colic localisation of a chronic inflammatory disease") in a 49-year-old female patient who had essure inserted (lot no. B44005) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anal fissure, abdominal pain, venous insufficiency, umbilical hernia repair, smoker and parity 2. The patient had a family history of pancreatic cancer (father who died of pancreatic cancer) and stomach cancer (a grandmother who died of stomach cancer). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced a first episode of pulmonary fibrosis ("pulmonary fibrosis"). In (B)(6) 2018 she experienced richter's hernia ("parietal hernia in the iliac fossa"). In (B)(6) 2020 she experienced burnout syndrome ("burnout"). On unknown date she experienced pelvic inflammatory disease (seriousness criterion medically important), crohn's disease ("crohn's disease"), uterine disorder ("one lesion on the right and one lesion on the left next to each tube"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), diarrhoea ("diarrhoea"), secretion discharge ("mucus appearing within 3-4 weeks following the insertion of the implants"), organising pneumonia ("bronchiolitis obliterans with organizing pneumonia (boop)."), fatigue ("constant fatigue"), migraine (" long-term migraines"), rosacea ("recurrent rosacea"), dyspnoea ("shortness of breath"), thrombocytosis ("thrombocytosis"), eosinophilia ("hypereosinophilia"), proteinuria ("proteinuria measured at 0.54"), gastrointestinal disorder ("intestinal disorders"), a second episode of pulmonary fibrosis ("pulmonary fibrosis"), haemorrhoids (" internal haemorrhoids") and acute haemorrhagic ulcerative colitis ("haemorrhagic ulcerative colitis") and was found to have weight decreased ("weight loss") and c-reactive protein increased (" a c-reactive protein which has increased"). The patient was treated with fivasa (mesalazine). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to crohn's disease, uterine disorder, pelvic pain, genital haemorrhage, diarrhoea, secretion discharge, the first episode of pulmonary fibrosis, organising pneumonia, richter's hernia, fatigue, migraine, rosacea, burnout syndrome, dyspnoea, weight decreased, thrombocytosis, c-reactive protein increased, eosinophilia, proteinuria, gastrointestinal disorder, the second episode of pulmonary fibrosis, haemorrhoids, acute haemorrhagic ulcerative colitis or pelvic inflammatory disease. The reporter commented: indeed, we can discuss several possible aetiologies, namely lung damage such as pulmonary fibrosis associated with pulmonary granulomatosis in the context of crohn's disease. But we must also consider a possible sarcoidosis with digestive damage, of course rule out tuberculosis and possibly discuss a possible immuno-allergic reaction to 5-asa in the face of hypereosinophilia, especially since there is proteinuria. The existence of a hypereosinophilic syndrome with multi-visceral involvement can also be considered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Biopsy] on (B)(6) 2014: ileal and colic localisation of a chronic inflammatory disease compatible with a cryptogenetic type colitis but without being able to decide between crohn's disease and haemorrhagic ulcerative colitis within the limits biopsied. Absence of glandular dysplasia lesions in all of the samples examined. [Colonoscopy] on (B)(6) 2024: showed typical signs of crohn's disease with between 20 and 40 cm from the anal margin, i.e. At the level of the sigmoid and the lower part of the left colon, an ulcerated, hypostenotic involvement, associated with an ileal with aphthoid ulcerations very suggestive of crohn's disease therefore of l3 location and type 81 but without granuloma highlighted by the pathologist [x-ray] (date unknown): discovered multiple pulmonary opacities with signs of pulmonary fibrosis. There are no more digestive symptoms at all. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.